Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, vomiting, reflux, and ulcers are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported events of band slippage, vomiting, reflux, and ulcers as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat ... Have been reported after gastric restriction procedures".

Event description:
Patient reported: "the band had slipped ... There were also problems with throwing up the entire time, acid reflux which left me with ulcers in my esophagus and stomach".